Event description:
A report was received that during a lead revision surgery the implantable pulse generator (ipg) would not communicate with the remote control. The surgeon decided to replace the ipg. The patient is reportedly doing well.